Event description:
It was reported that during an esophagectomy procedure, the tissue pad detached off inside the pt's body. The fallen piece was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.